Event description:
It was reported that the user experienced recurrent low glucose while seated in a car, including two hypoglycemic episodes during a one-hour period, and expressed frustration that the pump maintained glucose near 80 mg/dl despite typically lacking hypoglycemia symptoms; the user treated lows with juice. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified based on user report and available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.